Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient recently had an implantable cardioverter defibrillator implanted. The corresponding pocket developed a hematoma which was subsequently evacuated. The patient was stable following the evacuation and wil be followed normally.